Event description:
During routine testing at a planned maintenance visit, a ge service representative noted the anesthesia machine did not produce an audible alarm when oxygen was disconnected. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.